Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Blank display not confirmed. Possible under delivery anomaly not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 338 mg/dl. The user alleged the insulin pump was under delivering insulin. Customer stated that the meter readings were not went down and insulin pump was not working. Customer experienced severe headache. Customer declined for troubleshooting of high blood glucose level. Customer also experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with syringe. The insulin pump will be returned for analysis.